Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. The following MFR report number is related to this report: 1221359-2022-02728.

Event description:
The consumer reported false negative results with the binaxnow covid-19 antigen self test for two lots. This MFR. Report addresses lot one of two. The consumer reported a false negative result with the binaxnow covid-19 antigen self test performed on (B)(6)2022. Pcr confirmation testing was performed and generated a positive result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Tested the binaxnow covid-19 ag card retain kit lot 171797 with covid-19 lod and blank patient swabs. All tests were run in triplicate, were valid, and performed as expected. No false negative results were observed, and the customers complaint was not replicated. The manufacturing records and quality control release testing was reviewed for kit part number 195-160 / lot 181797 and device part number 195-430h / lot 173126. Quality control release testing met specifications and there were no false negative results observed. The current overall incident rate for false negative patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is (B)(4).. Based on the evidence available, it indicates that this device lot is performing within label claims. No further action is required. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.